Manufacturer narrative:
Batch review performed on 07 june 2017. Lot 147278: (B)(4) items manufactured and released on 28 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection. In order to wash, the surgeon retrieved the insert only. After washing, the insert was changed with a new one.